Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2015. The full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a possible infection. No further patient complications have been reported as a result of this event.